Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer reported that the blood glucose was drop to 57 mg/dl and in the 40's mg/dl. The customer treated their low blood glucose with juice. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.